Manufacturer narrative:
(B)(4). Advanced bionics considers the investigation into this reportable event as closed. Additional information on the repositioning surgery was requested; however, healthcare professionals were unable to provide the information. The company was informed that the recipient is doing well. The recipient's device remains implanted. This is the final report.

Event description:
Following implant surgery, a post-operative x-ray reportedly showed a need to reposition the cochlear implant device. The recipient underwent repositioning surgery.